Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged. A revision procedure was performed and this lead was explanted and successfully replaced. No other adverse patient effects were reported.